Event description:
It was reported that during a stent procedure, upon removal of the stent delivery system (sds), the shaft snapped. A snare device was used to remove the detached portion. Reportedly, there was no patient injury.